Event description:
Orthofix received a notification from the FDA for report mw5169519 that was received through FDA medwatch program. The report describes the problem as m6 failed implant. The implant was "spinning" out. Implant had to be surgically removed.

Manufacturer narrative:
Additional information has been requested but the device will not be returning. A follow up will be submitted if new information is provided.

Manufacturer narrative:
It was reported that an m6 implant had failed and had to be explanted. However, radiographic images or clinical information were not provided for review. The device was not returned and therefore examination of the explant could not be completed. With the limited information provided, it is not possible to determine the cause of the reported failure for this product experience. Without a serial number or lot number, a review of the lhr and ncmr database cannot be completed. Rmf 0003 rev 39 line 12.75 - device explanted.

Event description:
Orthofix received a notification from the FDA for report mw5169519 and mw516520 that was received through FDA medwatch program. The report describes the problem as m6 failed implant. The implant was "spinning" out. Implant had to be surgically removed. Note= mw5169519 and mw516520 are duplicate reports submitted with identical information.